Manufacturer narrative:
Follow-up #1 date of submission 09/22/2016 - correction to initial report: this complaint was inadvertently reported. Additional information was assessed that indicated that the damage to the pump¿s keypad was related to known trauma: the pump was chewed by a dog. The owner's booklet indicates that if the pump is suspected to be damaged or otherwise had its waterproof integrity compromised, it should not be exposed to water. The owner's booklet further instructs the user to contact animas if pump damage is suspected or has been identified. The pump was not returned or replaced for this allegation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, it was reported that there was a keypad button response issue. It was reported that the ok keypad button was under responsive. The keypad cover was reportedly damaged. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result inadvertent or incorrect insulin delivery.